Event description:
It was reported to medtronic minimed that the customer experienced pump error 82, damage (physical or cosmetic), failed battery test, low reservoir anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer was able to clear the error, complete rewind process. No harm requiring medical intervention was reported. Customer will discontinue the use of the device. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at (0.0870) inches. No unexpected alarms/alert/anomalies noted during testing. No pump error 82 alarm noted during testing. Successfully downloaded history files and traces using thump. Pump error 82 alarm was found in the traces on 03/13/2024 19:27:30.000 indicating that the power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. No failed battery test noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 58: 03/13/2024 19:27:58.000 and fault 104: 03/03/2024 10:07:00.000 were found in the history files or traces. Low reservoir alarm was set to 20 units, and it alarmed at 3 units and functioned properly. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor assembly. Motor was tested outside of the device on the stb3 station and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case-corner of belt clip rails, battery tube threads - cracked and label damage (faded). Pump error 82 alarm was confirmed in the pump history due to a software anomaly. Trace files were reviewed, and the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 82 which is expected. This was due to a software race condition where multiple actions were trying to be completed at one time. This software race condition is being studied in esf 3562136 and esf 4669627. Cosmetic damage confirmed at battery compartment. Failed battery test was not confirmed. Low reservoir anomaly is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.